Manufacturer narrative:
(B)(4). The customer reported a broken pin on the battery pca and that the device was intermittently shutting down. There was no report of pt involvement. The device was evaluated at the philips canadian repair bench and the failure was verified. When the charge button was pushed the unit would shut down. Replacement of the battery resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.

Event description:
The customer reported a broken pin on the battery pca and that the device was intermittently shutting down. There was no report of pt involvement.